Event description:
It was reported while testing with bd bactec¿; fx, instrument top, packaged 2 false positive results were obtained in drawer b rows gh. Customer gram stained the false positive vials with no organism found. There was no reported patient impact.

Manufacturer narrative:
H.6. Investigation: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Bd remote assistance communicated with the customer and confirmed that there were 3 blocked stations. The plot did not provide any evidence of false positives. A field service engineer (fse) was dispatched and replaced rack assembly spare (pn# 444531) and installed shorting pcb assembly (pn# 444876). The instrument was deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was faulty rack. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd bactec¿; fx, instrument top, packaged 2 false positive results were obtained in drawer b rows gh. Customer gram stained the false positive vials with no organism found. There was no reported patient impact.